Event description:
It was reported there was issues with getting blood return at times and when removed the line had a kink. We removed the line today as she is having a portacath inserted on thursday. It was when we removed the line we noticed the kink. She had her treatment on time and there doesn't appear to be any further harm at the present time. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo with a needleless injection cap. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 5cm and 6cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported there was issues with getting blood return at times and we have used actilyse with success. When removed the line had a kink and was split. We removed the line today as she is having a portacath inserted on thursday. It was when we removed the line we noticed the kink and the split. She had her treatment on time and there doesn't appear to be any further harm at the present time. No other information was provided. The following additional detail was provided for this event as part of a focus survey: it was reported the catheter length was 47cm, inserted into the brachial, exit site marking at 2cm, and secured with a secureacath. PICC was used for oncology treatment of irinotecan, 5fu, oxaliplatin. On 3 may 24 occlusion, used actalyse to treat, PICC difficult to flush. Kinked at 6cm. PICC in situ for 33 days, site cleaned with chloraprep 3ml - 2% chg in 70% ipa during dressing change. Additional comments: two cycles of chemotherapy administered. Catheter to vein ratio 15%. Onco only vat".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported there was issues with getting blood return at times and when removed the line had a kink. We removed the line today as she is having a portacath inserted on thursday. It was when we removed the line we noticed the kink. She had her treatment on time and there doesn't appear to be any further harm at the present time. No other information was provided.